Manufacturer narrative:
Section d10 references: product ID 3387s-40 lot# va1m4zy, implanted: (B)(6) 2018, explanted: product type: lead; product ID 3387s-40, lot# va1m61x , implanted: (B)(6) 2018, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(6), ubd: , UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(6), ubd: 11-sep-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who reported several days ago they started experiencing some vibrating in their skull on the right side (the opposite side from where the wires were). The ¿wires¿ came down the left side of their skull and behind the left ear and down to the left chest where the implant was. The vibrating went from behind the right ear down to the center ¿like where the medulla is located.¿ the vibrating would occur for a few seconds and then go up 2-3 inches form the hairline and also slightly in their neck. The vibrating was getting more frequent and making the area of their scalp sore. The vibration felt like tingling and was scaring and confusing them because it wasn¿t on the side their ¿wires¿ were on. There were no recent falls. The patient spoke with their healthcare provider (hcp) who told them to contact the manufacturer. According to the patient an assistant at the hcp¿s office said it ¿could be the device¿ and that the implanting hcp ¿put the leads that control the left side of the body off target¿ and th e current hcp ¿wanted to do a total revision.¿